Event description:
The battery was returned to the manufacturer because there was a display error. The battery power indicator did not light up anymore when the button was pressed on. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the battery revealed that the device passed visual inspection. As received, all four (4) battery display light emitting diodes (leds) remained off when the gas gauge button was pressed. Functional testing revealed that the battery was able to provide power to a test controller; however, during functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish re-establish the battery's functionality. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the reported event has been attributed to design issues. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.